Event description:
It was reported that the surgeon attempted to insert this cc4204a collamer plate lens for the first time and the lens tore upon insertion. The lens was removed and the surgeon decided to implant a three piece lens. There was no pt injury. The reporter stated the incident was due to a surgeon's error. The surgeon attempted to insert a three piece lens before the third lens was successfully implanted. See MFR report #2023826-2010-00951.

Manufacturer narrative:
(B)(4).